Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient had recently had a valve replacement procedure. The following day the device had exhibited beeping tones. Remote device analysis was performed indicating that the device was exhibiting battery depletion (bd). The battery had recovered and technical services discussed clearing the code. No adverse events were reported.